Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported ¿occlusion¿ with juvéderm ultra plus. The health professional feels that that ¿something has changed with the filler or the plunger¿ of juvéderm ultra xc that causes vascular occlusion to occur and that it is penetrating the walls of the arteries.